Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising.

Event description:
It was reported that there were changes to impedance, sensing and threshold on the rv (right ventricular) lead. Abrupt changes in the atrial and lv (left ventricular) impedances were also noted. It was later determined that the patient had managed to flip and rotate the device in the pocket, ending up with a "twiddler's like looking x-ray", and microdislodgement was a final diagnosis. It was also noted that the patient followed a strenuous exercise program. All three leads were replaced, with no complaint made by the customer with regards to the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable crt-d, (B)(6) 2013; 459888 implantable pacing lead, (B)(6) 2013. (B)(4).